Manufacturer narrative:
Product event summary: the data files were returned and analyzed. The data files showed at least 11 applications were performed with balloon catheter 2af284 with lot number 00258 without any issue on the date of the event. A clinical issue (phrenic nerve palsy (pnp)) was encountered during procedure. In conclusion, the reported adverse event could not be confirmed via data analysis. The case was aborted under general anesthesia. There is no indication of relation of adverse event to the performance and malfunction of the product. The physical product was not returned for investigation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient experienced phrenic nerve palsy (pnp). The case was aborted with patient under general anesthesia. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5, d3 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was later discharged from the the hospital and was asymptomatic.